Event description:
Dr. Alleges that while photographic the filter after a routine removal from an asymptomatic pt, it was noted that an arm and two leg hooks were missing. One hook was seen in the vena cava wall. The location of the other hook and arm are unk.